Event description:
New information received notes that the over-sensing did not result in pacing inhibition and it was also reported that the pacemaker had missing electrogram (egm) episodes. Programming changes were made.

Event description:
It was reported that the patient's pacemaker exhibited unspecified over-sensing resulted in pacing inhibition. The patient was in stable condition.